Manufacturer narrative:
Manufacturing site evaluation: samples received: none. There are no previous complaints of this code batch. There are no units in OEM stock. Without closed and/or defective samples a proper analysis cannot be completed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Needle attachment results before releasing the product fulfilled the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.